Event description:
Two months since insertion of paragard iud. Pt reported no problems with device and normal string checks since insertion. Pap smear performed using "broom" sampling device for thinprep cervical cytologic sampling. The "broom" caught the strings of the paragard. While twirling the "broom" per device instructions, the paragard was pulled out of the uterus resulting in partial expulsion. The device was removed and a new paragard inserted.